Manufacturer narrative:
This lead has been returned. Boston scientific has concluded no investigation was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had trapped in tricuspid leaflets. The rv lead was explanted. No additional adverse patient effects were reported.